Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011 and found fluid under reagent probe b and o ring in cc sample probe are missing. The fse primed reagent probes several times, but found no acute leaking. The fse replaced reagent syringe t valve, 4-way valve and cc sample syringe. The fse went back to the customer's lab two days later and reported that observed instrument for approximately 1.5 hours with no leaking. Suddenly reagent probe started leaking from wash collar at the point where vacuum would be applied. The fse examined vacuum valve associated with that probe and found it to be severely corroded. The fse replaced vacuum valve, ran qc, and patient samples. Hardware is the root cause for this event.

Event description:
A customer contacted beckman coulter inc., (bci), and reported that cartridge chemistries (cc) sample probe in unicel dxc 600i synchron access clinical system is dripping. The customer also stated that several results suppressed oir lo errors for bun and other chemistries. Bci requested data and customer stated that data is no longer available. There was no effect to patient or user in connection with this event.